Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level (value not provided). Reportedly the cause was unknown. The customer went to the emergency room (ER) where intravenous insulin was administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where unspecified treatment was provided to address the issue. The customer confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2019. Tandem technical support attempted to obtain additional information, however no response was received.